Manufacturer narrative:
Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets leak events on 11-mar-2024. The infusion set was in use for a day for all event. The patient reported that infusion set tubing was pulled out. The patient replaced infusion set and resumed insulin successfully. No further information available.